Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process of their pump, which they had encountered before with this specific pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarm 30 and decided to replace the pump, ensuring the customer had the most up-to-date software. The customer was instructed on how to put the pump into storage mode and return the problematic pump to tandem using a pre-paid label to avoid charges. They were also advised on setting up the replacement pump, including programming settings and connecting their cgm, which the customer understood and acknowledged.